Manufacturer narrative:
.

Event description:
Per the audiologist, the patient reported loss of sound through his cochlear implant system. Replacing the external equipment did not solve the problem. Results of an integrity test done in 2008, showed the implant was not working. The patient's device was explanted in the same month, and a new device was reimplanted during the same surgery.